Event description:
It was reported that during an unknown procedure, the tip of the device fell off into the patient. It was retrieved. Another instrument was used to complete the procedure with no patient consequence.